Event description:
Severe endophthalmitis due to (B) (6) salivarium less than 24 hours following extracapsular cataract extraction and intraocular lens deployment technis lens. Event abated after use stopped or dose reduced: yes.